Event description:
Uti (urinary tract infection) after use of the frida insemination kit bought from target retail store. Specifications: number of pieces: 3. Health facts: non-toxic includes: syringes, collection cup material: plastic. Tcin: (B)(4). Upc: (B)(4). Item number (dpci): (B)(4). Origin: made in the USA and imported. How it works: trying can be trying. That's why this simple at-home system was thoughtfully designed - with both parties in mind. Applicators: a comfort grip for one-handed hold, rounded tip for comfort release and extended barrel for deposit ease. Collection cup: a slanted scoop for no wasted spillage and rounded bottom to ensure no semen is left behind. Developed with: fertility specialists. Made in the USA. Simple as: collect, insert, wait 5-15m. Extreme pain when peeing after using the frida insemination kit. Frequency: at bedtime. How was it taken or used? Vaginal. Date the person first started taking or using the product: 28-apr-2023. Date the person stopped taking or using the product: 28-apr-2023. Why was the person using the product? Infertility. This is supposed to be used to get me pregnant. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Did the problem return if the person started taking or using the product again? Didn't restart.